Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient had been unable to charge and had not felt stimulation in over six months. It was noted that the patient had been diagnosed with cancer and health issues were the primary reasons for overdischarge. Additional information received reported that the implantable neurostimulator (ins) was replaced. The issue was due to premature battery depletion, attributed to not recharging the ins. No diagnostic tests or troubleshooting were performed.

Event description:
Upon further review, it was reported that the patient was seeing the reposition antenna screen and that the patient's status at the time was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).